Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and final investigation. The device was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to the customer site and found that the detergent connector was blocked, confirming the reported event. The customer had attempted to clear the blockage by soaking the connector in warm water and performing a detergent line purge; however, detergent flow was not restored. The fse replaced the detergent connector, after which the equipment was repaired and verified according to OEM instructions. Olympus will continue to monitor field performance for this device. Updated fields: h2, h6, h11.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the endoscope reprocessor exhibited a blocked detergent connector. Despite attempts to clear the blockage, detergent could not be delivered. The issue was identified during reprocessing and there was no patient involvement.